Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations along its length. The introducer sheath was kinked near the distal end, pinching the embolization coil. Conclusions: evaluation of the returned device revealed that the introducer sheath was kinked near the distal end, pinching the embolization coil. This damage likely occurred due to forceful handling during insertion into the microcatheter hub, and likely contributed to the resistance reported in the initial complaint. Further evaluation revealed the pusher assembly was kinked in multiple locations along its length. Some of these kinks were likely caused due to forceful advancement of the ruby coil against resistance. Other kinks were likely incidental, and may have been caused due to improper handling during packaging the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician felt resistance and was unable to advance the ruby coil out of the introducer sheath and into the hub of the lantern delivery microcatheter (lantern); consequently, the pusher wire of the ruby coil became kinked. The physician therefore removed the ruby coil and completed the procedure using the same lantern and additional ruby coils. There was no report of an adverse effect to the patient.